Event description:
The customer reported that approx 10 minutes into a stomach resection, end tones, indicating a completed seal cycle, were heard but no evidence of coagulation was seen at the vessels. The generator was set at two bars. The surgeon discontinued using the device and used clips to reseal all vessels except for the short gastric artery. At the end of the surgery the field was dry but overnight, bleeding in the short gastric artery was seen. The pt was returned to surgery to seal the vessel and a transfusion was performed.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Add'l questions in regard to the incident and the current pt status have also been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.